Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from nwb to fgb.

Manufacturer narrative:
The scope was returned to olympus for evaluation. A visual inspection of the scope noted a puncture of the bending section cover on the insertion tube side; however, no sharp objects were found protruding through the puncture/hole when inspected. Further inspection of the bending section found the bending section mesh broken and lifting, when the bending section cover was removed. Based on the evaluation results and similar reported events, the cause of the damage bending section metal ribs is likely attributed to user handling and/or excessive force. The instruction manual for use provides warning and caution statements in an effort to prevent bending section damage. ¿do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿

Event description:
Olympus was informed that during an unspecified procedure, the image was distorted. No patient injury reported.